Event description:
It was reported the patient's leads had high impedances and ineffective therapy. Surgical intervention was undertaken wherein drg system was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.